Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver experienced a static shock from their cycler while setting up for peritoneal dialysis therapy. The patient was in step six of setup when the caregiver touched the cycler screen to press next and received a shock. The caregiver believed that the shock was due to the cold weather and due to the floor being carpeted which may have built static electricity. Following the shock, the caregiver was unable to get the next button to work. The caregiver reboot the cycler and re-setup with new supplies. The patient was then able to perform and complete their treatment on the cycler. It was verified that neither the patient nor the caregiver sustained any injuries or required medical intervention as a result of the issue. The patient has been able to continue with peritoneal dialysis therapy on the cycler without complications. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.